Manufacturer narrative:
(B)(6). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette leaked from an unspecified location. This occurred during patient use for peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: two (2) devices were received for evaluation. A visual insertion was performed on the returned samples and for one sample it was noted that there was a leak at the patient line weld. Visual inspection did not identify any abnormalities that could have contributed to the reported condition for the second sample. Functional testing, including leak testing, clear passage testing, and clamp function testing were performed and a leak was noted from the patient line of the first sample and no issues were noted in the second sample. The reported condition was verified in the first sample and the cause was a manufacturing issue. The reported condition was not verified for the second sample. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.